Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced sustained hyperglycemia with large urine ketones after starting therapy, with reported infusion set difficulties including bent cannulas and kinking, no alerts or alarms cited, and the event required medical attention and subsequent hospitalization where the patient reportedly transported themselves. Symptoms included diabetic ketoacidosis, loss of consciousness, nausea, vomiting, frequent urination, and disassociation. Outcomes included hospital admission, treatment with intravenous insulin and fluids, recovery, and the ilet being discontinued pending follow-up with the endocrinologist. Investigation included a review of available user-reported information. Investigation of this case revealed that the cause of the hyperglycemia and dka was unclear. It was concluded that the event was related to hyperglycemia with cause unclear, and the patient recovered after hospital treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.